Manufacturer narrative:
Serial number is not reported in complaint. Per (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the multiple patients did not cross over to multiple stations. A technical support specialist rebooted the server to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple patients were not crossing over to multiple stations. The customer reported that they were overriding and creating temporary patients to dispense medications. There were no adverse events or injuries reported based on this event.